Event description:
Rptr purchased 2 air purifiers in 1993 and one in 1994; all three were mfg in 1993. Caller reports that she has had ongoing problems with the devices not working well and delivering poor air quality. Rptr has spent hundreds of dollars on the devices themselves, as well as expenses in purchasing new air filters. The devices have a 5 year warrenty. Rptr claims that she replaces the air filters to get purer air, however she can not get filters for the 1993 model. Instead she was given 1994 model air filters that actually break open and deliver particles into the air. The devices are covered in black carbon. Rptr attributes use of these devices to a recent bronchitis infection. Rptr has contacted the MFR multiple times regarding the warranty, quality and the expense, however rptr claims that the MFR offered to collect the devices and send new ones for payment.